Event description:
It was reported that this right ventricular lead was surgically abandoned due to exhibiting high out of range shock impedance measurements. This has been a gradual rise over time. Another lead was implanted instead. No further adverse patient effects were reported.